Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the device functioned as intended which could not establish a relationship between the device and reported event. The probable root cause may include a connection issue. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that, when they engaged the handpiece of a versajet ii console into the user interface, water began to pur out of the connection. No case involved; therefore, no patient injuries or other complications were reported. No further information is available.